Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. A review of medical records confirm the reported endoleak, however there are insufficient records to determine the root cause. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Describe event or problem - corrected . Contact office - corrected.

Event description:
It was reported that approximately 32 months post-implant of a bifurcated device, a proximal type I endoleak was identified on a computed tomography scan. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Event description:
Approximately 33 months post implant of a bifurcated device, the patient was implanted with an infrarenal aortic extension for unknown reasons. Additional information has been requested.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.